Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified through review of the event history log which showed system error 345 messages. The device was found out of specification. The cause was determined to be an out of specification ultrasonic sensor which was replaced to correct this condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was previously serviced for the same reported issue of system error 345. During the previous servicing evaluation determined the causality to be an out of specification force sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. There was no patient involvement. No additional information is available.